Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed. The review of the lot history record (f1616103) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the polyethylene glycol (peg) sealant failed to deliver during deployment of the mynxgrip vascular closure device because the sealant was stuck in the sheath. The mynx device was being used with a 5f procedural sheath for closure of the common femoral artery. It is unknown if there were multiple stick punctures or sheath exchanges. The user shuttled down completely with no significant resistance. Unusual force was not applied when retracting the sheath. Hemostasis was achieved with manual compression of 30 minutes or less. Following the event, a pseudoaneurysm was noted. The pseudoaneurysm was watched and did not require treatment. The patient's hospitalization was not extended. The patient was reported to have recovered. No further information is available at this time.